Event description:
It was reported that the home patient (hp) reused a single use product (cassette) during peritoneal dialysis (pd) therapy. The hp contacted baxter technical service to request assistance with an alarm occurring on the homechoice (hc) device during pd therapy. The technical service representative (tsr) provided assistance and instructed the hp to start over with new supplies. At this point, the hp said they wanted to try to "wiggle" something (details not provided). When the hp came back on the call, the hp said they attached 2 different bags. The tsr explained that the supplies were now compromised. The hp will have to end therapy on the hc first, start over with all new bags and a new cassette, including the bags they just attached. The hc was operational. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition.

Manufacturer narrative:
(B)(4). This is a report of reuse of a single-use device. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only". A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.